Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and evaluated. A functional test shows that the instrument is working without any problem. The cause is unknown. This is indicative of friction loss by lubrication with blood or body fluids. The device history records were reviewed and showed conformity with the material- and manufacturing specifications; this lot was manufactured in november 2010 and synthes is not aware of any quality problems or failures caused by a faulty product. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tension holder is no longer able to do its function and does not allow the surgeon to secure the cable and maintain the initial tension. It is unknown when or where this was discovered. No additional information is available. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Manufacturing dates: 11/11/2010 and 12/03/2010: additional information: a review of synthes device history records for lot # p082296 revealed the precision tensioning device was manufactured by pioneer surgical technologies. Two shipments of this lot were received by synthes. Po # (B)(4), dated 10/28/2010, for (B)(4) parts was inspected to the synthes incoming final inspection sheet number (B)(4) revision a on 10/29/2010. The product conformed to all requirements. The certificate of compliance (c of c) is dated 10/22/2010. (B)(4) parts were released to the warehouse on 11/11/2010. Po # (B)(4), dated 12/2/2010, for (B)(4) parts was inspected to the synthes incoming final inspection sheet number ns020100 revision a on 12/2/2010. The product conformed to all requirements. The certificate of compliance (c of c) is dated 11/22/2010. (B)(4) parts were released to the warehouse on 12/3/2010. The provisional tensioning devices were received with no visible damage. Pioneer surgical manufactured the provisional tensioning devices, p/n 391.884, and lot number (B)(4), on synthes purchase orders (B)(4). Pioneer responded on august 16, 2013 and stated: all three devices work as intended. Pioneer¿s DHR review confirmed this product met specification prior to shipping.